Event description:
On or around 08/03/1999 the account received a negative testpact +2 urine result twice for a random urine sample from a pt. The same sample tested positive three times with the advisor one-step assay, list no. 7c07-01. A first morning sample was then collected from the pt and a negative result was again obtained with the testpact +2 urine assay. According to add'l info received, the sample was tested with another "batch" of 3c07-16 and a positive result was obtained. No report of any injury.